Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced several alarms. During the investigation of the returned equipment, damage was found in the 12v power module patient cable. Crushing damage on the 18 foot section was found and compromised underlying inner wires, which stopped the pump during analysis.

Manufacturer narrative:
Usage of the device: the usage of the returned power module patient cable (lot number 34751430610) is not known to the manufacturer as the patient cable is not labeled for single use. The reported event of several alarms was confirmed with the evaluation of the returned 12v power module patient cable and system controller. During analysis, visual inspection revealed damage/tear on the 18 foot section of the cable that appeared to be mechanical in nature consistent to crushing. The returned 12v power module cable was connected to laboratory equipment and manipulation of the damaged area resulted in pump stoppages with several alarms that included low voltage hazard, low speed hazard, and low flow hazard. The log file retrieved from the returned system controller contained a pump stop event with the voltage fluctuating and a time clock reset. Several alarms were captured during the pump stop event that included low speed hazard, low flow hazard, and low battery hazard that is consistent with the analysis of the patient cable. The evaluation also confirmed a damaged fuse within the returned system controller associated with this event. The analysis of the damaged area of the cable revealed several compromised inner wires, including the power line wires. The compromised wires in the patient cable could have the potential to result in alarms and device damage components if a short to the shield and/or other wires were to occur. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.